Event description:
The customer obtained an elevated troponin (accutni) result of 10.14 ng/ml, above the acute myocardial infarction threshold at 0.5ng/ml, from unicel dxi 800 access immunoassay system for one patient. A subsequent testing on the second sample from the patient produced a result of 10.7 ng/ml, and the patient was admitted to a hospital. However, testing performed by an alternate methodology in the hospital produced a troponin result of 0 ng/ml, which the customer considered consistent with the patient's clinical presentation and electrocardiogram. There was no report of death or injury in connection to this incident. Access accutni reagent 2x50 tests: catalogue number a78803, lot number 222175.

Manufacturer narrative:
Beckman coulter performed investigation on the patient sample received from the customer and confirmed the customer's results. Further investigation indicated presence of interfering substance which likely relates to alkaline phosphatase in the patient sample. Such interfering substance, distinct from heterophile antibodies, causes reproducible false positive results that do not correlate with the clinical status of the patient. Beckman coulter provides the following information concerning interference in the instructions for use: potential interferences in the patient sample could be present and may cause erroneous results in immunoassays. Some examples that have been documented in literature include rheumatoid factor, endogenous alkaline phosphatase, fibrin, and proteins capable of binding to alkaline phosphatase. Carefully evaluate the results of patients suspected of having these types of interferences. The access accutni results should be interpreted in light of the total clinical presentation of the patient, including: symptoms, clinical history, clinical examination, electrocardiogram (ECG), data from additional tests, and other appropriate information. Medical decisions should not be based on a single accutni determination at one time point. Beckman coulter concluded that the patient source interferent was the cause of this incident.